Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The body of the lead became extrinsically distorted. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was placed and the "pattern was not ideal after pacing". The surgeon then utilized a different catheter for a second his bundle lead implant attempt. After placing the delivery catheter, the lead became stuck on the catheter and could not be easily removed. The lead and catheter were removed and a new lead and catheter were used to complete the implant. No patient complications have been reported as a result of this event.